Event description:
On 11/2/93 child was visiting her aunt's house. The aunt had co's vaporizer on the floor next to the couch. In an instant the child pulled the cord attached to the heating element splattering boiling water on her left leg. Instructions advise parents to keep out of child's reach as steam can cause burn.